Event description:
It was reported to philips that the device will not read capnography. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
The reported complaint was confirmed as the capnometer connection was physically damaged. The capnometer assembly was replaced resolving the customer¿s complaint. Testing and verification was completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received the complaint file will be reopened.